Event description:
Console control screen would not light up fully. Power was in and out. Requested return for check.

Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - 12 volt line on power supply unstable. Does not maintain sufficient voltage causing screen to remain dark. Replaced power supply with lot # 18712-03 (s/n (B)(4)). The DHR for console s/n (B)(4) was reviewed and showed that the unit met manufacturing specifications when released and there were no issues related to the complaint. The console was repaired and quality checked before being sent back to the customer.